Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy on (B)(6) 2014. During the procedure, the device became not to be activated during cutting the myoma. Another like device was used to complete the procedure. No adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate. It is likely that the molten cable gear was likely the reason the device malfunctioned or stopped operating. Additionally, the accumulation of blood, body fluids, and tissue could have contributed to preventing the device to operate as intended.